Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The service representative flashed the nodes and flexed the interconnect cable during fluoroscopy and checked the lemo connection and downloaded the tarball for review. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a communication error message during fluoroscopic x-ray. No patient injury was reported.